Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the original implant date is unknown. The patient had an srom stem and stryker cup implanted approximately 15 years ago by the surgeon. The patient had a recently began to have dislocation issues with their hip so the surgeon revised the construct to make it make it more stable. The srom stem and sleeve were left implanted and the hip ball was explanted and replaced with a new hip ball. Doi: unknown. Dor: (B)(6) 2019, left hip.